Manufacturer narrative:
The instructions for use (IFU) clearly state that the water seal and suction control chambers must be filled to prescribed levels prior to use and should be checked regularly to confirm proper operation. Based on the complaint details it appears that the complaint was related to operator error. Without the actual drain the complaint cannot be confirmed. Atrium medical does 100% pressure test every chest drain to ensure it is not leaking prior to packaging. A thorough review of the device history records indicated that this lot of drains met all quality inspections and performance criteria. Clinical evaluation: the IFU states water seal and suction control chambers must be filled to prescribed levels prior to use and should be checked regularly to confirm proper operation. Replace chest drain if damaged or when collection volume meets or exceeds maximum capacity. The IFU also states that patient tube connections, water seal, and suction control chamber should be checked regularly to confirm proper operation. Chest tubes are inserted for patients with chest wall injuries, punctured lung tissue, and those requiring thoracotomy. Care of the patient with chest tubes includes observing for drainage characteristics, signs of a resolving air leak and prevention of infection. It is imperative that chest drainage systems and patient status be methodically assessed at frequent and regular intervals. The system must be checked for loose connections, tubing security and presence or absence of air leak. Other inspections include kinking of the tubing, dependent loops, closed clamps, color and character of the drainage, the rate of drainage, the water seal, bubbling (continuous or intermittent) and the negative pressure indicator.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 3011175548-2017-00137.

Event description:
Report received stated that there was a problem with an oasis drain. The nurse reported that they hooked up the drain and the next day the water seal was empty.